Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4)considers this case as closed. (B)(4).

Event description:
It was reported that the pt was diagnosed with an acetabular implant loosening.